Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, air was aspirated into the syringe while the introducer was in the patient. No catheters were introduced into the sheath prior to aspirating air. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.